Event description:
During an avnrt ablation procedure in voxel mode, while performing a slow pathway ablation, complete heart block occurred. The patient was briefly observed and was then noted to be in a stable junctional escape rhythm. The patient was moved to the ward in stable condition for observation and is under consideration for permanent pacemaker placement. No intervention was performed to treat the heart block. Ablation location was at slow pathway region and was approximately 15mm from the marked his location. There was no concerning signal noted prior to ablation. There were no alleged performance issues with the ablation catheter. The patient is currently stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.